Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient wasn't happy with their current pain relief. The representative saw the patient on (B)(6) 2019 and checked impedances. There was a possible short between the last 3-4 electrodes on both leads. The patient was programmed over the 9-10 interspace and the possible short was located in this area and some electrodes were noted as "avoid". The physician decided it would be best to target the 8-9 interspace with high dose programming. The patient was instructed to follow up with the representative on (B)(6) 2019. No further complications reported. Additional information received from the manufacturing representative (rep) indicated that the patient is still unsatisfied with the level of pain relief. They also mentioned the patient stated that the stimulation intensity spontaneously increased from 8 ma to 14ma when they got up and was walking into their house. The rep stated that an x-ray was taken to confirm the location of the leads. Reprogramming is scheduled on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260. Serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260. Serial# (B)(4), implanted: (B)(6)2019: product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-jun-03 reporting that the leads were crossed or touching in that area. That was the only cause known to the manufacturer representative for the "avoid" and out of range impedance values. The manufacturer representative did not have information regarding the patient's report that the stimulation increased while walking. The electrodes with normal impedance ranges were programmed. The out of range impedances were still showing as avoid. The patient reported pain had decreased somewhat. No further complications were reported.